Event description:
Patient underwent cataract surgery on event date and implantation of staar model aq-2010v intraocular lens. According to the dr the lens was implanted, but the capsule would not hold the lens. The capsule tear was not noticed until after implant. An anterior vitrectomy was performed. The doctor does not feel the injury was caused by the lens, but because the patient moved. A back-up lens was used.